Event description:
It was reported, "study relationship to study device - none. Relationship to surgery procedure - probable. Hematoma/early infection, followed by removal of hematoma and change of inlay on (B)(6) 2011.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.